Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: belgium. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speed was unstable and the insulation of the cable was damaged - no wires exposed. The motor and plug harness assembly were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the repair center that a device sent in for maintenance needed repair for a motor issue and a cable issue. The device was sent in for maintenance only. No patient involvement. Due diligence is complete and there is no additional information available. At product evaluation investigation the motor speed was unstable. No adverse events were reported as a result of this malfunction.